Event description:
It was reported that a revision was performed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a left knee patella resurfacing and revision of the polyethylene component to revision polyethylene and a complete synovectomy were performed.

Manufacturer narrative:
The associated complaint devices were not returned. A review of manufacturing records did not reveal any issues that could have contributed to this issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.